Manufacturer narrative:
Tandem's t:flex user guide states to "connect the infusion set tubing to the luer-lock on the cartridge:" then start fill tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drips were seen out of the tubing during the fill tubing step. Reportedly, the customer manually pre-filled the new tubing with insulin. The customer changed the tubing, was able to see insulin coming out of the tubing, and resumed insulin delivery. The customer's blood glucose level was 153 mg/dl and it would be addressed with a bolus.